Event description:
Pt's family member stated blood glucose began to rise around 1100. At 1500 did site change when blood glucose meter read "hi", quickset was straight when removed, did correction via pump. At 1900 changed tubing and insulin. Later that evening ketones present. In the middle of the night pt was vomiting. At 0900 next day sub-q insulin given. At 1000 went to ER. A reveiw of the complete history shows no alerts or alarms. Complete history shows a total of 10 correction boluses varying from 0.35 to 1.3 units from within the timespan described and six meal boluses in the same time frame varying from 0.35 to 0.45. The pt's family member performed a test bolus which the pump delivered indicating that there was not a deliver problem. The family member was able to prime tubing with 27u without difficulty.